Event description:
Pt's husband reported all of the buttons of the infusion device are blocked and he can't use it anymore. Husband stated, he has not noticed anything wrong or any errors or alarms. Had husband to check if he has entered the key lock function and to attempt to unlock the infusion device. Husband reported nothing happens. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.